Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak and component migration. Patient images were provided. Imaging analysis showed the following: the trunk portion of the endoprosthesis does not appear to be a gore device. Images show the distal end of the contralateral limb extending into the lci has lost wall apposition. Maximum diameter of the lci, distal to the aneurysm, is 19.9mm. Contrast is in the abdominal aorta outside the implanted devices, thereby, confirming a distal type I endoleak. Findings are consistent with the description summary of proximal migration of the contralateral limb. The abdominal aneurysm extends into the common iliac arteries. Maximum diameter of the aneurysm is in the rci and appears to be 10.2cm x 10.9cm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, patient underwent endovascular procedure to treat an abdominal aortic aneurysm utilizing gore® excluder® aaa endoprosthesis. On (B)(6) 2024, patient underwent a reintervention surgery due to left limb migrating (distance unknown) proximally from the left common iliac artery into the aorta. There also was dilation of the left common iliac artery. Physician extended that limb using a plc271400, serial number (B)(6). Physician also further extended distally into the remaining common iliac artery with a plc231000. Physician used 5 endo anchors in the distal limb at the end and the final result showed no current endoleak. Physician does not know what caused this issue, as patient missed many follow-up appointments. Patient tolerated the procedure.